Event description:
It was reported to philips that during the operational check the device fails for etco2. There was no patient involvement as this was reported to have occurred during the operational check.